Event description:
It was reported that during an initial device and lead implant procedure, the physician realized that the right atrial lead was dislodged after connecting to the header. The physician tried several times with hex wrenches to loosen the set screw on the header but could not loosen it. The right atrial lead and the device were removed. New lead and device were implanted successfully. Patient was fine post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.